Manufacturer narrative:
(B)(4). (B)(6). A report indicative of a transfer set with a loose sterility cap was received. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap transfer set had a lose sterility cap while still in the package. There was no patient involvement. No additional information is available.